Event description:
It was reported that a loss of monitoring occurred for 8 telemetry patients when the apex pro telemetry system lost communication due to a failure in a apex pro receiver sub-system. Monitoring was unavailable for the 8 patients for approximately 90 minutes until a replacement sub-system was installed. No injury was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.